Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high capture threshold. Programming changes were made initially to resolve the issue. The rv lead was then capped and replaced on (B)(6) 2023. Patient condition was stable throughout.